Event description:
The complaint is reported as: the cuff deflated upon insertion into the patient's mouth. There was no harm to the patient. The patient's current condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the cuff deflated upon insertion into the patient's mouth. There was no harm to the patient. The patient's current condition is reported as fine.